Event description:
The device was returned to a third party service center. During evaluation of the dreamstation auto CPAP, foam particles were observed in the device assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.